Event description:
A us distributor reported that a patient was experiencing add gel messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel and activity report) has confirmed. There was a broke pulse wire in the rear 1 therapy electrode. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.